Event description:
It was reported that patient underwent an initial left total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2015 due to patient allegations of pain and cup malpositioning. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 14 states, "postoperative pain."